Event description:
Sudden onset rare combination of leukemia diagnosis: cll, aml, and mds, fell ill in (B)(6) 2021, diagnosed in (B)(6) 2021. "Please be clear regarding what kind of lab results you are requesting? For the sleep apnea diagnosis, or for the cancer diagnosis." Thank you. FDA safety report ID# (B)(4).

Event description:
Sudden onset rare combination of leukemia diagnosis: cll, aml, and mds, fell ill in (B)(6) 2021, diagnosed in (B)(6) 2021. "Please be clear regarding what kind of lab results you are requesting? For the sleep apnea diagnosis, or for the cancer diagnosis." Thank you. FDA safety report ID# (B)(4).